Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not receive a power loss alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer did receive a replace battery now alarm. Customer was unable to clear the alarm. The customer did not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The insulin pump will not be returned for analysis.